Event description:
It was reported that during a lobectomy procedure both right upper and middle lobes were removed. In this case, a total of two devices were used, and the incident happened during the usage of the second. During the firing of the first device (already fired for six times, and used blue reload for this time) on the tissue containing the lobar bronchus and branches of pulmonary arteries, the surgeons felt the firing force was much higher than usual, they thought the knife was not sharp enough, so they decide to use another device with another lot number. When they were having the first firing (blue reload) of the second device on the same tissue (lobar bronchus and branches of pulmonary arteries), after the first stroke of the firing, they could not advance the blade anymore. The force was too high to advance further, so they tried to switch the red button, reverse the blade direction and try to retrieve the knife back. However, the knife was jammed at the half way of first stoke position and the initial position. And the display on the stroke count indicator was neither 0 nor 1, it was blank (can be found on the default sample). After the surgeons then tried to retrieve the knife again by engaging the firing trigger, however, the knife could not pull back by this motion. The surgeon described to me that when the engaged the firing trigger, they felt the firing force was very low, and they thought the trigger may be disconnected with the gears inside the stapler. After that, they tried to open the jaw manually. No adverse patient consequences reported. Procedure was prolonged by 120 minutes.

Manufacturer narrative:
(B)(4). Broken closing trigger. Additional information was requested and the following was obtained: was there any change in the patient's post operative care as a result of the event? No. Was the patient negatively affected by the prolonged procedure/longer anesthesia? No. What was the patient's status following the procedure? There was no special effect on the patient due to the stapler issue. However, the effect is on the surgeon's confident on the product. The device was received for analysis with no visual non-conformances and with a cartridge reload loaded; excessive tissue with staples was noted. The cartridge reload was received partially fired and with the deck damaged. Furthermore, the closure trigger was broken and missing. The device was disassembled in order to verify the internal components and no additional anomalies were noted. It is possible that the device was damaged during the clamping over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and cartridge. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device able to be opened? The device 2nd device was not able to be opened. How was the device able to be opened? Cannot be opened as you can see in the returned product the tissue is still inside the jaw. Are 2 devices being returned for analysis? No. Only the 2nd echelon was returned. As we thought, the first one was no problem at all just the blade not sharp enough only. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What other color cartridges were used before and after this event? Only blue cartridges. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? The instrument was fired by following last staple line and the surgeon can confirm that there are no clips inside. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher than expected when firing so they decided to retrieve the blade. But they were not able to do so. And then the incident happed. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Everything was normal except the last firing after that the firing trigger cannot be returned to normal and closing trigger was broken. Was there any difficulty removing the device from the tissue? They spent addition one and half hour to remove the device from the tissue. Additional information is being requested: was there any change in the patient's post operative care as a result of the event? Was the patient negatively affected by the prolonged procedure/longer anesthesia? What was the patient's status following the procedure?